Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies, none were found. Ran basal, bolus leaking test per (B)(4) as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Conclusion: reservoir do not leak. (Did not continue dripping insulin after test).

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 51 mg/dl at the time of incident and current blood glucose level was 316 mg/dl. The customer was treated with food. During the last set change customer stated insulin dripping or squirting from end of set before connecting at their site. Advice to discontinue use of the insulin pump and revert to backup plan. Customer declined to trouble shoot for high blood glucose as had treated with insulin pen. Advised to return the reservoir for analysis.